Manufacturer narrative:
Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510. A1-6: not provided by the customer. H4: not available at this time. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that while undergoing an operation, the patient experienced desaturation and hypoventilation. The users repositioned the endotracheal tube and manually ventilated. They subsequently found a leak in the patient breathing circuit and a broken d-lite++ spirometry accessory.

Manufacturer narrative:
It was subsequently clarified that the product at issue was a d-lite+ spirometry sensor. The d-lite+ was returned to ge healthcare (gehc) whereupon inspection by engineering, no issues were identified. Per interviews with customer staff, it was acknowledged that they had a practice of cleaning and re-using the d-lite+, contrary to IFU directions which specifically state that the d-lite+ is a single use product, not to be re-used or cleaned. It is not known how often the d-lite+ in this case was used prior to the reported incident. The d-lite+ sensor has a "do not reuse" symbol on it. In a review of historical records, gehc did not identify any other complaint reporting the same issue. Based on the available information, gehc concluded the root cause was use error related to the reuse of a single-use device. The customer has been informed that the d-lite+ is a single-use device and should not be re-used or cleaned.